Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that they had an instrument stuck on arm 1. The customer had tried the instrument disengagement button several times with no change. It was noted that the customer had already undocked the cannula from the cannula mount. The technical support engineer (tse) had the customer reboot the system, but the instrument was still stuck on arm 1. The tse had the customer check for instrument arm drape bunching, and the customer stated that there was none. The customer then informed the tse that they were able to remove the instrument from arm 1. The tse advised the customer not to use that instrument again. The tse also instructed the customer to test arm 1 with another instrument before docking, and if the issue was still present then to redrape arm 1. The clinical territory associate (cta) called in to report that arm 1 faulted with error 23212 every time they installed an instrument. The cta stated that they power cycled the system and performed a hard reboot of the vision side cart (vsc) and patient side cart (psc). The cta also reported that they had installed a new instrument arm drape and tried three different instruments in arm 1. All instruments caused the 23212 fault on arm 1, which recovered but returned. The cta was not sure how the surgeon would proceed. The cta called back in to report that the surgeon had decided to cancel the case due to the faults on arm 1. It was noted that ports were placed, and the patient was under anesthesia. The procedure was aborted with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the patient side manipulator (psm) because it triggered error 23212 every time a drape was installed onto the system. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit failed the normal mode on the system and triggered 23212 error after the sterile adapter was installed. The unit passed servo test, preload motor health, sine cycle, brake spec, brake repeatability, clutch button check, preload sensor check, friction test, smoothness test, sa engagement check, instrument sensor check, and backlash test but failed sa plunger and instrument engage spline check. As a fix, the ssfm printed circuit assembly (pca) will be replaced to address the reported problem.